Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition during shock delivery. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements when attempting to deliver therapy. The stored episodes following the code listed as "no therapy", although maximum energy shocks have been delivered and were deemed inappropriate according to the field representative. Ts explained that this lead is under advisory and recommended replacement based on the code 1005 finding. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.